Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. B5/h6 have been updated, and g3 of the initial medwatch should be corrected to 04 jan, 2024, not 10 jan, 2024 as originally reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunctions could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
There was foreign material also found on the plastic distal end cover during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: yellow debris in the biopsy or instrument channel and on the distal end and found low angulation as well. The device evaluation also observed the following non-olympus parts on the device: switch/camera, nozzle, bending section cover, bending section cover glue, insertion tube, and the light guide tube. It was noted that third party repairs had been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus internal defects of the channel with the duodenovideoscope. The issue was found during reprocessing. There were no reports of patient harm. The device was returned to service where evaluation found foreign material in the channel. This report is being submitted for the reportable function found at evaluation.